Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 476 mg/dl. They treated with a bolus from the insulin pump. Customer stated that they had 3 infusion sets that leaked. The insulin pump will not be returned for analysis.